Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2017, product type: extension. Product ID: 3389s-40, lot# va1bs0p, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 14-dec-2020, UDI#: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 31-aug-2019, UDI#: (B)(4). Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the on (B)(6) 2017 they had the lead inserted into their brain. On (B)(6) 2017 they had the second surgery to place the line and the pulse generator. All seemed to be going well. However, they started to experience concerning symptoms. The chest wall over which the pulse generator was placed became spongy and very warm to the touch; their left chest felt like a marshmallow. They said the body actually felt hot inside. They went to see their movement disorder specialist. The next few weeks they produced more problematic symptoms. The patient said it felt like "barnacles growing on the line under the skin." They could feel it with their fingers. Then came the pounding, debilitating headaches, fatigue, falling, loss of balance, and terrible confusion. "Their life was hell". On (B)(6) 2017 they took the patient to the emergency room and they were told the needed to have an MRI of the brain. The MRI showed that they had some type of infection in all parts of the system, and it had to be removed. (They believe it was called an intracranial abscess and granuloma). They were told they really couldn't be sure what it is they had. They were kept in the hospital for more than a week, and then transferred to in-patient rehab for two-weeks. They kept him on intravenous antibiotics while he learned how to walk and balance again. Upon their release they continued with antibiotics for six weeks. The infection must not have cleared because of (B)(6) 2017 they wound up in the hospital again with the same diagnosis and the same treatment plan. They were weak after this round that they had to have rehab start at home until they were strong enough to go back to rehab. To this day they are very fatigued, have no balance, and have issues walking and talking. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2017, product type: extension. Product ID 3389s-40, lot# va1bs0p, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. Physician notes stated: on (B)(6) 2017 the patient believed the procedure went well, he believed he was relatively stable, and denied side effects after procedure. On (B)(6) 2017 it was reported the patient was impressed with the dbs. His tremors had improved but still noticed issues related to pd including fatigue, balance, and hypophonia. The patient reported his dbs battery got warm but denied pain or burning. It was reported it seemed to come and go. The patient reported strange feelings/itching in scalp at the site of the dbs lead. On (B)(6) /2017 it was reported the patient was doing quite well, still had concerns about heat from generator but had effective tremor control. It was reported he suddenly noticed an increase in tremors on the right side. They started slowly but dramatically increased overnight to profound, course tremors. On (B)(6) 2017 a head CT was done. It was reported there was a nonspecific discontinuity of the radiopaque portion of the left extracranial lead. No acute abnormality was identified. On (B)(6) 2017 it was reported the patient had issues with tripping and falling and balance issues. The patient felt terrible like he was sick and "didn¿t seem to be with it". A chest x-ray, blood and urine tests were done. The chest x-ray was fine. On (B)(6) 2017 the hcp stated the dbs seemed to be working effectively and an imaging study was done to make sure there was no evidence of discontinuity of leads. Previous testing did not show evidence of abnormal connectivity. Gabapentin was prescribed for the headaches. The patient was admitted (B)(6) 2017 and continued to decline. A head CT was done with concern for interval stroke at the side of the dbs and some tracking edema. On (B)(6) 2017 the patient's wife stated the hcp said they did not have a stroke but had infections around the dbs. He was being scheduled to have it removed and was on antibiotics.